Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. As received, the monitor would not power on. Upon evaluation, the monitor had heavy corrosion. The cause for the inability to power on is the corrosion. The cause of the corrosion is contamination. The root cause of the contamination cannot be positively identified but is likely liquid ingress. No adverse event resulted from the defective monitor. The patient did not require a replacement monitor.

Event description:
The nurse of a (B)(6) male pt contacted zoll customer support to report that the pt's monitor would not power on. There was no need for a replacement monitor.